Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Customer received information for a complete pump reset from technical support and was guided through the reset process, after which the cgm error code did not appear again, allowing the sensor session to start successfully.